Event description:
In 2009, the patient reported chest pain. A chest x-ray confirmed right ventricular lead perforation. The lead was removed and replaced. The lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.